Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height rail failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found bad rails made opening and closing difficult. A field service engineer replaced half height drawer. The system functioned as intended after the field service engineer troubleshot the device.